Event description:
Explant of internal defibrillator device medtronic model 37223cx. Defibrillator lead inspected and found to have some breakdown of insulation around lead with silicone freely coming off the lead. No expose wire. Lead impedance #1491 ohms suggestion had fracture. Fracture noted on the distal coil when explanted.